Event description:
It was reported that the customer received an altitude alarm (during bolus delivery) while flying at high altitude. Reportedly, the customer's blood glucose level was impacted. The customer was able to clear the alarm and resume insulin successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.